Event description:
The device was used during a ceserean section. Reportedly, the instrument did not fire and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.